Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Investigation results: device history record (DHR) review: ship history review for the reported upn was performed for the reporting customer. Batches (38786336) and (35763325) were most recently shipped to the reporting facility in the 3-year period preceding the procedure date. There were no manufacturing deviations for either of these batch numbers that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the embold device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that internal device fracture occurred. An embold fibered 5x15 was selected for use to treat an embolism. The target vessel was reported to be tortuous. During the procedure, as the coil began to exit the microcatheter, the microcatheter kicked back into another vessel. The physician began to retract the coil back into the microcatheter, but encountered resistance. The physician noted that the coil became detached, but was unable to specify the exact device location where the detachment occurred. The microcatheter and coil were removed from the patient, and the coil was removed from the microcatheter in more than one piece. The procedure was completed with an alternate coil and there were no patient complications as a result of this event.